Event description:
It was reported that the patient is being considered for a knee arthroplasty revision to address polyethylene wear approximately twenty-five (25) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - natural knee ii revision stem 12.5mm x 75mm catalog #: 6215-75-125 lot #: 61189153, natural knee ii cemented femoral stem size 2 right catalog #: 6320-00-202 lot #: 60963799, natural knee fluted offset stem right 12.5mm x 155mm catalog #: 6815-15-125 lot #: 61326675, natural knee ii cemented modular tibial baseplate right size 2 catalog #: 6420-01-220 lot #: 61366847. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.